Manufacturer narrative:
Concomitant therapies: post treatment: ice, bromelain immediately after the injection. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with 1 ml of juvéderm® volbella¿ with lidocaine in the marionette lines, lip contour. Two and a half months later, patient experienced discoloration during a walk. During follow up visit, patient presented with granuloma and induration. Biopsy was not provided. Two weeks after date of onset, patient was treated with 1 ampoule hyalase. Symptoms resolved two weeks later.